Event description:
It was reported that the patient felt pocket stimulation every three hours for three beats. The right ventricular (rv) lead triggered a lead warning for low impedance. The lead was noted with increasing thresholds, unstable impedance, and loss of capture. The lead was capped and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 553453 lead, implanted: (B)(6) 1998. (B)(4).